Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Customer receiving the flow block message during pm task of patient-side occlusion test. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: pm testing. Case resolution: customer receiving the flow block message during pm task of patient-side occlusion test. ¿ explained probable cause of the message occurrence. ¿ instructed customer through the work-around process to eliminate the flow-block message during testing. ¿ customer may call back, if further persistence of the messaging re-occurs. ¿ end call.